Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during procedure performed on an unknown date. During the procedure, the clip was deployed prematurely while they were advancing down the scope. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block b3: date of event: date of event was approximated to (B)(6) 2024 based on the date the manufacturer became aware of the event. Block h6: imdrf device code a15103 captures the reportable event of premature deployment on an unknown anatomical location.